Manufacturer narrative:
Concomitant products: 1.lasso catheter: model #:d-1220-40-s, lot #: unknown. 2.navistar catheter: model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure, the wire inside the lasso catheter had come out from the edge of the catheter. The physician found that the wire had come out from the edge of the sheath by fluoroscope when the lasso catheter was re-inserted for check. The catheter was removed from the patient¿s body and it was also confirmed outside the patient's body that the wire inside the catheter had come out from the edge of the catheter. The procedure was completed without any patient consequence. Upon request, additional information was provided on the event. No anomaly was found on the catheter before first inserting it into the patient¿s body. Before the event was noted by the physician, there were no anomalies in inserting/removing the catheter and the catheter functioned without any difficulties. The physician commented that he usually would feel the difficulty of removing a catheter but at this time, he did not feel any difficulty. The event occurred when the catheter was re-inserted into the patient after performing a pulmonary vein isolation (pvi). The catheter was removed from the patient once and then the ablation was performed on cti. On this occasion, the physician checked it on fluoroscopy as the physician felt difficulties in operating with this catheter. He noted something was coming out from a hole of the sheath. The physician then removed the catheter from the patient. Another lasso catheter and a navistar catheter were also used during this procedure, but there was no interference from these catheters such as entwining between these catheters. As of (B)(6) 2013, the patient was stable and there were no patient consequences.

Manufacturer narrative:
Manufacturer's ref. No.: (B)(4) it was reported during an atrial fibrillation (afib) procedure, the wire inside the lasso catheter had come out from the edge of the catheter. The physician found that the wire had come out from the edge of the sheath by fluoroscope when the lasso catheter was re-inserted for check. The catheter was removed from the patient¿s body and it was also confirmed outside the patient's body that the wire inside the catheter had come out from the edge of the catheter. The procedure was completed without any patient consequence. The returned device was visually inspected upon receipt and the nitinol (internal support of the lasso loop) was sticking out of lasso loop just under ring #1. Further investigation was performed along with the manufacturing team. The damage section was reviewed and traces of pu (adhesive) were found in the proximal and distal portion of the catheter. Additionally, the nitinol was properly burnished around both ends. Furthermore, catheter ods were measured and the device was within specifications, and the catheter was properly deflecting. From the manufacturing standpoint, the manufacturing process was reviewed and there were no anomalies found. Catheter is visually inspected six times after the lasso is assembled. Also the catheter is electrically tested 2 times before leaving the facility. The catheter manufacturing process was reviewed and no gaps were encountered. However, awareness training was provided to all lasso associates. Finally, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, there are no complaints reported for the same issue for lot number 15873009l. Based on the investigation performed, the root cause of the nitinol breakage remains unknown and considered as an isolated case. The customer complaint has been verified. However, the root cause remains unknown.